Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. In addition, a worn scope socket was found, causing a flickering image.

Event description:
Olympus was informed of a report that the cv-190 was not reading 180 scopes. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "not reading scopes" was failure of the dr board operational amplifier. The likely cause of the worn video connector lock was likely due to wear associated with long term repeated use.